Event description:
The customer reported error message - monitor failed. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Per the authorized service personnel (asp) the unit required replacement of the gas delivery system (gds). The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered of a gas delivery system (gds) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The authorized service personnel (asp) reported that the issue was discovered during testing. The motor controller board and cpu board need to be replaced, and this is pending repair completion.

Manufacturer narrative:
The authorized service personnel (asp) reported that unit failed with watchdog test failed error. This is pending repair completion.